Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 4.00mm/ 1.5cm/ 140cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 10 seconds. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.